Manufacturer narrative:
This report is submitted on march 23, 2018, (B)(4).

Event description:
Per the clinic, it was reported that the patient experienced an infection at the implant site, and subsequently received treatment (date, type and duration not reported).